Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. Additional information obtained from the field which indicated that the physician was trying to reposition the lead. The physician used a stylet however, the stylet could not be removed from the lead. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported.